Event description:
A distributor in (B)(6) reported on behalf of their customers that the inspiratory limb heater wire connectors of 4 rt225 infant bias flow breathing circuits were damaged. These were found prior to patient use.

Event description:
A distributor in (B)(6) reported on behalf of their customers that the inspiratory limb heater wire connectors of 4 rt225 infant bias flow breathing circuits were damaged. These were found prior to patient use.

Manufacturer narrative:
(B)(4). The rt225 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k20332. Additional lot dates: 100303 - 2 units. We are currently endeavouring to obtain further information with regards to the complaint devices. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.

Manufacturer narrative:
(B)(4). The rt225 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k20332. Method: a total of (B)(4) inspiratory limbs of the complaint rt225 breathing circuits were returned to fisher & paykel healthcare (B)(4) for inspection. The inspiratory limbs of all complaint devices were performance tested. Result: full insertion of the inspiratory heater wire adapter was achieved for 2 complaint devices and no fault was found for both devices. Full insertion of the inspiratory heater wire adapter was not achieved for the remaining 2 complaint devices, where both devices were found to have bent inspiratory heater wire pins. A lot check was not performed as no lot number was able to be confirmed from the returned complaint devices. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).